Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous shunt site in the forearm. A 6.0 x 40, 75cm mustang balloon catheter was advanced to dilate the lesion. The balloon was first inflated at 10 atmospheres. Upon second inflation at 12 atmospheres, the balloon ruptured. The balloon was removed intact. There was no kink prior to use and no resistance during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.